Event description:
It was reported that, on an unknown date, the small screw for the depth gauge for 2.7 mm & small screws cracked off. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no part was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.